Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient underwent subcutaneous implantable cardioverter defibrillator (s-ICD) implantation and subsequently experienced two inappropriate shocks. Device review showed very small sensing signals with a wandering baseline, findings consistent with the presence of air around the sensing electrode. The device remains in service. No adverse patient effects were reported.